Event description:
It was reported when an asymptomatic patient presented to the clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were made during the device check.